Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
During surgery for compression following lengthening, it was noted that there was no bone wedge. The first step was to retract the nail and remove it for re-reaming. Upon removal, the distal part of the nail was found to be split, and the telescopic rod could rotate 360°. A fragment of a ring was also discovered in the femur but could not be retrieved. Based on these findings, the surgeon decided to replace the nail.